Event description:
Paramedics administered a shock to a person diagnosed in cardiac arrest. The pt's rhythm was converted from coarse ventricular fibrillation to asystole. Pacing was next attempted. No capture was observed and pacing was stopped. Later, ventricular fibrillation was again diagnosed and two shocks were administered. The pt remained in ventricular fibrillation. The device allegedly failed to deliver energy to the pt. This opinion was based on a lack of expected pt muscular reaction. Another shock was administered and the pt was observed to "twitch" as expected. The pt's rhythm was converted to asystole. The pt was not resuscitated. The rptr indicated the alleged malfunction did not cause or contribute to the pt's death. This opinion was based on an assessment of the pt's lack of viability.